Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that her adc freestyle lite meter had been giving her unknown error messages for "about a month and a half." On (B)(6) 2016 the customer reported she was "so sick she had a change in her vision, felt extreme thirst and had frequent urination." Customer tried to test with her freestyle lite meter and got an unknown error message, then tried again and received a reading that was "something like 70 mg/dl." Customer tested again using her 2nd adc meter (freedom lite), and got an unspecified high reading, and self-treated with metformin (quantity/dose not reported). Her husband drove her to the hospital as she was reportedly "incoherent." At the hospital she was tested with a hospital meter with a result of 264 mg/dl. A blood sample was drawn to perform a lab test, although the lab results were not reported. The customer was diagnosed with hyperglycemia and treated with unspecified intravenous medication. When her blood sugar normalized, the customer was discharged to home. There was no report of death or permanent injury associated with this event.